Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed during the month of (B)(6) 2016. Pump did not start being used until (B)(6) 2016. There were no bolus requests made in (B)(6) 2016. Basal rate was set to 10 u/hr on (B)(6) 2016. New cartridge was loaded on (B)(6) 2016 with a large "tubing fill" size. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. Large basal rate setting could have led to a low bg levels. User has since adjusted basal rate settings down. There is no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 14 mg/dl and paramedics were called. The customer could not recall what they used to treat the low bg. The customer did not go the emergency room. The customer could not remember the cause of the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.